Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# j0455157v, implanted: (B)(6) 2005, product type: lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported that there were impedances greater than 4,000 ohms on all of the bipolar pairs. The patient had not had the implant running since december due to a broken leg and it was overstimulating her leg at that time. The reporter was meeting with the patient the day of the report to turn the implant back on and reprogram. The reporter increased the impedance testing settings and only the combination of 2 and 4 had an impedance greater than 4,000 ohms. The combination of 1 and 6 showed question marks. When the reporter initially turned the implant back on the patient only felt stimulation in her right leg. The reporter reprogrammed the patient and she felt stimulation comfortably in the left and right leg. X-rays were done when the patient saw her health care provider (hcp) ¿at the beginning of the week¿ but results were unknown. About four weeks later it was reported that cause was unknown. The x-ray results were still unknown. Programming around the high impedance electrodes was done. The patient was experiencing effective therapy at this point in time.